Manufacturer narrative:
(B)(4).

Event description:
Reported as "delayed unwrapping". The report further states, "call to report delayed unwrapping. Second iab upon connection had not fully unwrapped. They'd confirmed tip was between 2nd and 3rd intercostal and denied anatomical restrictions. During call, they'd noted the previous iab didn't unwrap at the distal 1/3 of iab". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-004178.